Manufacturer narrative:
As reported, there was no hemostasis while using the 6f-7f mynxgrip vascular closure device (vcd). There were no reported patient injuries. Additional procedural details were requested but are unknown. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with stopcock open, the advancer tube was on the catheter shaft, covering the balloon proximal tip, and the syringe was observed to have been separated from the device. The sealant and procedure sheath were not returned with the device. It was noted that the sealant sleeve was fully pulled back as received. The condition of the returned device indicates an incomplete removal of the device. The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. The advancer tube was proximally pulled back for functional testing and found properly engaged distal tamp lock as intended per the mynxgrip instructions for use (IFU). Leak testing was performed on the balloon of the returned device, and the balloon performed as intended. Visual inspection at high magnification found that the balloon¿s distal tip was severely inverted. A product history record (phr) review of lot f1824103 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ was not confirmed through analysis of the returned device since the sealant was not received. The exact cause of the issue experienced by the customer could not be conclusively determined. Based on the product analysis and limited information available for review, the event may have been attributed to incorrectly following the instructions for use (IFU) since the returned device indicated an incomplete removal of the mynxgrip as evidenced by the advancer tube still being on the catheter shaft. Per the mynxgrip IFU, which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in a failure to achieve hemostasis. In addition, the balloon¿s distal tip was found severely inverted which indicated that excessive tension was applied during pullback. However, it is unknown if the balloon¿s inverted tip was caused prior, during or post the procedure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
(B)(4). As reported, there was no hemostasis while using the mynxgrip vascular closure device 6f-7f. There were no reported patient injuries. Additional procedural details were requested but are unknown. Multiple attempts to obtain additional information were made without success. The product was not returned for analysis. A device history record (DHR) review of lot f1824103 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant failure to achieve hemostasis¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the DHR review, nor the information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, there was no hemostasis while using the mynxgrip vascular closure device 6f-7f. There were no reported patient injuries. Additional procedural details were requested but are unknown.